Manufacturer narrative:
Correction (g1): contact office address: (B)(6). Historical complaints review: a one year historical query was run for this specific complaint issue of hair in the product. This lot had two complaints reported, with 4 other complaints for the same issue relating to other lots. No harm was reported and the child investigations are closed. There were no non-conformances identified relating to hair in products for the affected lot number. Batch record review: a batch record review was performed for the affected lot. This lot was manufactured on 09/jan/2020 in bodolay manufacturing line following the applicable procedures, all the testing comply with the applicable documentations in the batch records, all the components for assembly were correct per bom and all the tooling information documented were also correct. No discrepancies related to the issue reported were found. Conclusion of the preliminary investigation: based on the preliminary investigation carried out, photo available was evaluated confirming the reported problem. No harm was reported for any of the involved complaints in this investigation, the severity rating reported for all the complaints is 4. No ncr related to foreign particles issues have been identified for the affected lot number. Visual inspection test is performed during the manufacturing process to avoid foreign particles in dressing during the manufacturing process. New employees during the induction process, are trained in good manufacturing practices (gmp) according to dr-sop-0062 (environmental guidelines), dr-sop-0151 (good documentation practices cleanroom) and dr-sop-0049 (proceso de adiestramiento para empleados y contratistas haina, dr) and are annually re-trained in the mentioned document. According to the preliminary investigation, it is concluded that the reported problem was caused by a practice not adequate to the requirements of good manufacturing practices gmp. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was foreign body (hair) found on the dressing.¿ the product was not used. A photograph depicting the reported complaint issue was provided by the complainant.